Event description:
Pt went in for cervical fusion surgery at c5-c7 for implantation of two cervical interbody fusion devices and one two level trinica anterior cervical plate. During drilling of one of the holes for the plate the surgeon was drilling with the aid of a variable angle drill guide and the tip of the drill bit broke off in the pts cervical vertebrae. The surgeon commented to the rep. Prior to drilling that the drill guide appeared bent, but then used it anyway. The rep. Stated that the surgeon was applying lateral force in order to operate the drill through the bent drill guide when the drill bit broke off. The surgeon left the broken tip of the drill bit in the pt's vertebrae, commenting that it would do more harm than good in attempting to remove it.